Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis, which resulted in hospitalization that same day. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was told by a nurse that the peritonitis was probably due to him running a fan while he was hooking up to the machine. On an unreported date, the patient recovered from the case of peritonitis. An opinion of causality for the event of peritonitis was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A batch review was conducted for potentially associated lot number 11g15h25 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. This is report 2 of 4 involved in this peritonitis event.